Manufacturer narrative:
G4:02mar2021. B4:04mar2021. H11:g5:k102985. H10: the product service engineer (pse) confirmed the reported problem. The pse replaced and installed the power management board, user interface board, and switch film to resolve the reported issue. The unit passed required performance verification tests per philips standards. Following the repair, the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:02mar2021. B4: 18apr2021. The application service provider (asp) who evaluated and repaired the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
The customer reported the unit has an automatic restart. There was no patient involvement.